Event description:
Covidien received information stating that an 840 ventilator had a graphic user interface (gui) central processing unit (cpu) failure. The ventilator was not in use on a patient at the time the malfunction occurred. Patient involvement at the time of the event is unknown. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified that the gui was blank. The cse replaced the gui cpu and performed extended self-testing on the device and all tests passed. (B)(4).